Event description:
It was reported that on september 19th the c-arm moved without any command. No patient injury reported. A field engineer was dispatched to the site and determined that the replacement of the switch assembly will resolve the reported event. The switches were replaced and the system passed all tests and meets the manufacturers specifications. No other information is available.